Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.